Manufacturer narrative:
The patient's exact date of birth was not reported, however, it was reported that the patient was born in (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Study source (B)(6) . The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) clinical study. On (B)(6) 2017 the patient was admitted to the hospital as planned by the physician for the bronchial thermoplasty procedure. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 the patient developed chest pain requiring hospitalization to be extended. The patient was treated with systemic steroids. On (B)(6) 2017 the chest pain was in remission and the patient was discharged from the hospital.